Event description:
The lead was replaced due to high impedance, > 2000 ohms. No patient complications have been reported as a result of this event.

Event description:
The lead was replaced due to high impedance, greater than 2000 ohms. It was later reported the lead was explanted after it had previously been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary for (B)(4): the proximal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.